Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion leak test and microscopic analysis was performed which identified: delamination of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device was explanted.